Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17707896) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro pta balloon catheter (12mm4cm 135) was delivered to the lesion for inflation. The balloon was inflated and deflated. However, it could not be retracted in the brite tip sheath. Then, negative pressure was applied to the powerflex pro pta balloon catheter again, but it was difficult to retract it into the sheath. Finally, it was removed from the sheath but it took a long time to remove the powerflex pro pta balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was a bpa case. A 7f brite tip was used. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 12x40mm 135 cm powerflex pro pta balloon catheter (12mm4cm 135) was delivered to the lesion for inflation. The balloon was inflated and deflated. However, it could not be retracted in the brite tip sheath. Then, negative pressure was applied to the powerflex pro pta balloon catheter again, but it was difficult to retract it into the sheath. Finally, it was removed from the sheath but it took a long time to remove the powerflex pro pta balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the pulmonary artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Initially, this was a bpa case. A 7f brite tip was used. One non-sterile powerflexpro 12mm4cm 135 was received coiled inside a plastic bag. Per visual analysis, it was noticed that the balloon was previously inflated/deflated. No other anomalies/damages were found. Since the sheath introducer involved on reported complaint was not received for analysis, the functional insertion/withdrawal test was performed with a 7f lab sample sheath introducer and no resistance/friction or withdrawal difficulty was felt. Dimensional analysis for od proximal seal was performed and the od proximal seal was found within specification. A device history record (DHR) review of lot 17707896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system withdrawal difficulty through guide/sheath¿ was not confirmed through analysis of the returned device since the device was able to be inserted and removed from the sheath and od was within spec. The exact cause of the withdrawal difficulty could not be conclusively determined through analysis. Based on the information available for review, procedural and/or handling factors may have contributed to the withdrawal difficulty reported since insertion/withdrawa; test was performed successfully. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information receved indicates that the lesion which was the pulmonary artery trunk was not complex. The device was stored, prepped and handled per the instructions for use (IFU). The device prepped normally. There were no difficulties removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. No resistance was felt when advancing the device. Unusual force was used while removing the device. There was no difficulty tracking the powerflex pro pta balloon catheter through the vessel or lesion. There were no kinks or bents observed after the device was removed from the patient. The product was removed intact from the patient. There was no issue with the brite tip sheath. The procedure was completed successfully. A powerflex pro pta balloon catheter (12mm x 4cm 135cm) was delivered to the lesion for inflation. The balloon was inflated and deflated. However, it could not be retracted in the brite tip sheath. Then, negative pressure was applied to the powerflex pro pta balloon catheter (bc) again, but it was difficult to retract it into the sheath. Finally, it was removed from the sheath but it took a long time to remove the powerflex pro pta bc. There was no reported patient injury. The target lesion was the pulmonary artery trunk. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. Initially, this was a ¿bpa¿ case. A 7f brite tip was used. The lesion which was the pulmonary artery trunk was not complex. The device was stored, prepped and handled per the instructions for use (IFU). The device prepped normally. There were no difficulties removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. No resistance was felt when advancing the device. Unusual force was used while removing the device. There was no difficulty tracking the powerflex pro pta balloon catheter through the vessel or lesion. There were no kinks or bents observed after the device was removed from the patient. The product was removed intact from the patient. There was no issue with the brite tip sheath. The procedure was completed successfully. One non-sterile powerflex pro 12mm x 4cm 135cm bc was returned. Per visual analysis it was noticed that the balloon had been inflated and deflated. No other anomalies/damages were noted. The sheath introducer involved in the reported event was not returned for analysis, therefore the functional insertion/withdrawal test was performed with a 7f sheath introducer (lab sample) .no resistance/friction or withdrawal difficulty was felt. Per dimensional analysis the od proximal seal was found within specification. A product history record (phr) review of lot 17707896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Also, the unknown brite tip sheath introducer was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿pta/ptca system withdrawal difficulty - through guide/sheath¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. The reported ¿catheter sheath introducer (csi) resistance/friction-inner lumen - during use¿ was not confirmed as the device was not returned and as no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the instructions for use ¿do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.